Event description:
Review of an article revealed that a vns pt in the study experienced "worsening of suicidal ideation." The article indicates that the event could not be "clearly attributed to vns." Good faith attempts for add'l info have been unsuccessful to date.

Manufacturer narrative:
George, mark s., et. Al "a pilot study of vagus nerve stimulation (vns) for treatment-resistant anxiety disorders." Brain stimulation.